Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in the customer's weight was not provided.

Event description:
The customer reported that after he changed the batteries on his contour next meter, his blood glucose readings were not being stored in the memory of the meter. During the call, the customer performed a blood test and the reading obtained was properly stored in the meter memory. However, only 5 readings were stored in the meter memory since (B)(6) 2011. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter (serial # (B)(6)) for evaluation. Although, the serial # of the meter was originally provided as (B)(6). The customer verified the correct serial # of the meter being involved in the event as (B)(6). During in-house investigation, the meter switched on as expected after the battery was put in the meter, as the returned meter came without batteries. Three control tests were run to check the meter functionality with in-house contour next test strips and in-house contour next control solution. All readings were within acceptable range and properly stored in meter's memory. Based on the clarification received from the customer, sections d4 and h4 have been updated with the correct serial # and device manufacture date.